Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient would like to have the spinal cord stimulator removed because it no longer functions like it used to and her back pain has gotten worse and she needed to have an MRI. Patient reported the spinal cord stimulator (scs) was not covering the desired areas, it was only focusing on one area and then after it is on for a while, it started to hurt. Patient reported she had been fighting to get settings right for 3 years but the issue was not resolved. Patient has moved and was struggling to find a physician who could remove it. No further complications were reported/anticipated.